Event description:
It was reported to philips that the device gave an unknown alarm while in patient use. This event was reported to have occurred during patient use. The device was removed from the patient without incident; there was no patient harm. The customer spoke with a philips remote service engineer (rse). The customer stated error code 3007 was found in the event log. The customer was asked to provide the drpta or provide a picture of the log. The customer showed the rse a screenshot of the event log with error code 3007 occurring directly after error code 1101, and per the service manual, no action was required. "Ventilator restarted due to anomalies detected during operation. This could include invalid or corrupt information, unanticipated situations, or object allocation errors. Note if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required." The rse advised the customer to run the device overnight to see if the error code reoccurs, and to reload the operational software if needed. The customer tested the device, and no further errors were noted. The device was placed back in service. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. After troubleshooting was performed with the rse, it was reported that no action was needed, and that no other relevant codes were displayed.